Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. System operates as intended. (B)(4).

Event description:
The customer reported, a collimator iris too large error message. No pt injury was reported.